Manufacturer narrative:
Received one plp2020 in opened original package. Lot number was not verified. Performed a visual inspection, no abnormalities or defects were confirmed. Performed a functional inspection, the coag but was stuck. Upon further investigation of the inside components of the device, the coag wasn't retracting and it seemed like was evidence of corrosion. A likely cause of this issue is due to tissue or fluid ingress into the button site affecting button depression. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 85 complaints, regarding 361 devices, for this device family and failure mode. During this same time frame 4,219,160 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00009. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the plp2020, plumepen elite surgical smoke evac pencil, 10ft tubing, qty20 was being used during an orthopedic procedure on an unknown date when it was reported ¿coag button broke, leaving the pencil on.¿ the procedure was completed without the use of an alternate device. There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text: device not yet received.

Event description:
The sales representative reported on behalf of the customer, that the plp2020, plumepen elite surgical smoke evac pencil, 10ft tubing, qty20 was being used during an orthopedic procedure on an unknown date when it was reported ¿coag button broke, leaving the pencil on.¿. The procedure was completed without the use of an alternate device. There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.